Manufacturer narrative:
Device analysis was performed and found that the electrode was not working due to a electrode shaft being broken from the hub.

Event description:
A report was received that an electrode has completely broken at the hub but has not yet detached.